Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. The reported event of infection cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 3 of 5. Reference MFR reports: #1627487-2016-05377, #1627487-2016-05378, #1627487-2016-05380, #1627487-2016-05381. It was reported the patient's entire system was explanted on (B)(6) 2016 due to an infection.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR reports: #1627487-2016-05377, #1627487-2016-05378, #1627487-2016-05380, #1627487-2016-05381. It was reported the patient's physician confirmed an infection at the ipg site during the post-op appointment. The patient was prescribed antibiotics and was sent to a wound specialist. The wound was left open to heal. Follow up on (B)(6) 2016 revealed the wound was healing well and was almost closed.